Event description:
It was reported that port had been implanted for 2 years. Patient regularly returned to hospital to have port flushed. Last 2 times resistance was felt when flushing port. In 2005, port was found to be "broken" during flushing. X-ray was taken to confirm break and port removed. Catheter remains in patient but will be removed in cath lab. No reported patient complications.